Manufacturer narrative:
Note: product reference 4430395 is not cleared in USA, but this reference has the same catheter as the product reference 5430425 cleared under #510k 130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared this batch of access ports released in february 2016. Investigation results: despite manufacturer's requests, the device has not been returned for evaluation. The x-ray pictures received are of bad quality. It is visible that the catheter is placed too high in the superior vena cava, not at the entrance of the atrium. Conclusion: the access port was not returned for evaluation. The leakage at proximal and distal part cannot be explained. However the examination of the x-ray pictures allow to hypothesis that the leak detected by the customer at the end of the catheter could result from the formation of a fibrin sleeve around the catheter. When a fibrin sleeve is formed around a catheter, the injected product can reflux along the catheter. Only the examination of the device could allow to confirm this hypothesis. This is a rare incident. No corrective action is envisaged.

Event description:
Leakage at the proximal and distal tip of the catheter, detected during opacification examination of the access port. Access port not functional. Treatment administered by peripheral vein. Replacement of the access port.

Manufacturer narrative:
X-ray pictures have been examined. They show: implantation of a catheter via the left jugular vein. The distal extremity of the catheter is placed high in the superior vena cava (level of t3)., during contrast media injection an area of opacification is seen around the distal extremity of the catheter. This is not due to a leakage but is most likely a thrombus around the distal extremity of the catheter. Conclusion: system leakage is not confirmed, the defect is due to the presence of a thrombus on the catheter tip. This event is a known complication of access port implantation, particularly when the tip is placed high in the svc. This risk is described in the IFU's, and placement of the catheter tip at the entrance to the right atrium is recommended. This is a rare incident and no corrective action is envisaged.